Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) distal radius surgical procedure, it was discovered that the wires were spinning in the unit of the quick coupling device. There was a five minute delay in the surgical procedure as a result. An identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacture facility was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the reported condition was confirmed and duplicated. A functional assessment was performed which revealed that the jaws that hold the wire was worn and needed to be replaced. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 26, 2009. If additional information should become available, a supplemental medwatch report will be submitted accordingly.